Manufacturer narrative:
(B)(4). Insulin pump received unable to perform functional testing including the displacement and self test due to detached end cap and loose drive support disk noted. Insulin pump received with broken battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage around the battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.